Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the pump battery power failing and warning alarms, that happened in a one-minute span. The rn stated that they did not hear the alarm and the pump was off for approximately four minutes. The patient is frequently ambulating in the hall and up and down to the bathroom. As a result, the pump was plugged into the ac power and the pump is pumping appropriately. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump shut off during transport of the patient" is confirmed based on the customer photo; also the returned battery failed the battery load test, the pump shut down after approximately 75 minutes of pumping. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Per the operator's manual, battery life is dependent on usage and maintenance of the battery. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that the pump battery power failing and warning alarms, that happened in a one-minute span. The rn stated that they did not hear the alarm and the pump was off for approximately four minutes. The patient is frequently ambulating in the hall and up and down to the bathroom. As a result, the pump was plugged into the ac power and the pump is pumping appropriately. There was a report of delay in therapy. There was no report of patient complication or serious injury and death.